Event description:
Siemens was informed about an incident that occurred while operating the artis one system. During patient transfer onto the patient table, the table moved longitudinal away without releasing the brake. This resulted in the patient falling off the table. We are unaware of any adverse effect on the health status of the involved patient.

Manufacturer narrative:
Siemens requested additional information about the incident. A supplemental report will be submitted if additional information becomes available.